Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that after a cataract surgery, the patient developed endophthalmitis. Procedure detail information is unknown. The surgeon suspected the handpieces as the cause of the event, as there was no issue after replacing the handpieces. No intervention was required. The patient condition is stable.

Manufacturer narrative:
The phacoemulsification handpiece was not returned for evaluation. The handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively the manufacturer internal reference number is: (B)(4).